Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. While surgeon was inserting a screw it fractured. Surgeon was unable to retrieve, therefore remained in patient . A second screw was attempted and stripped causing the surgeon to remove with removal kit. Another screw was used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product code - unknown. Product identification & expiration date - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.